Event description:
It was reported that the overlapping stents migrated and a new stent was placed in between. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified vein. A 10x31mm carotid wallstent was selected for use. During the procedure, dilatation was performed with a 3.0x20mm sterling balloon and the 10x31mm carotid wallstent was deployed. The distal vessel with the deployed stent was severely tortuous and an 8x21mm carotid wallstent was then placed to overlap the first carotid wallstent by 5mm. Contrast with 5x20mm sterling balloon was then used for post dilation. Afterwards, it was noted that the stents migrated and were no longer overlapped. A third carotid wallstent was used, and it was placed in between the two placed stents to complete the procedure. No further patient complications were reported.